Event description:
On (B)(6) 2012, the reporter contacted animas alleging that on (B)(6) 2012, the patient was taken to the ER with blood glucose (bg) over 400mg/dl. The patient was reportedly "feeling ill", but no specific symptoms were provided. The patient was reportedly admitted to the hospital and treated with an insulin drip. The reporter stated that after the patient was "stable", she was taken off the insulin drip and was placed back on insulin pump therapy. The reporter noted that the bg elevation was believed to be related to a leak at the luer lock of the cartridge. The reporter stated that the patient had changed supplies. The reporter noted that the patient stores insulin in her purse and the insulin is normally kept in the car. The reporter noted that since resuming insulin pump therapy the patient's bgs have gone back up to around 300mg/dl. The reporter was unable to complete additional troubleshooting, and was advised to have the patient contact animas customer support. Customer support was able to reach the patient on (B)(6) 2012 for follow up, and the patient reported that there had been a leak at the tubing/cartridge connection, which led to the reported incident. The patient confirmed that the luer lock was tight, but could not confirm if there had been any damage to the tubing or the cartridge. The patient reportedly noticed the leak when disconnecting from the pump at the ER. The patient reportedly noticed a puddle of insulin in her lap at that time. The patient stated that she was diagnosed with diabetic ketoacidosis at the hospital. The supplies had reportedly been discarded and are not available for return. The patient could not provide the cartridge lot number. The patient stated that she was kept in the hospital for three days, and noted that her bgs were not controlled while on syringe injections in the hospital. The patient stated that when she was placed back on the pump with new supplies, her bgs resolved. The patient noted that she also changed out the insulin but did not believe there were any issues with the insulin that was in use at the time of the reported incident. The patient also noted that she is pregnant but did not believe that was a factor in the reported bg excursion. The patient attributed the elevated bgs to the leaking at the infusion set/cartridge connection. Animas does not manufacture the infusion set but will forward the complaint to the relevant manufacturer. This complaint is being reported because, the patient allegedly experienced hyperglycemia requiring medical intervention due to a reported leak associated with the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. The cartridge was reportedly discarded and is unavailable for return. No conclusions can be made at this time.